Event description:
Healthcare professional reported a left side implant exchange due to patient concern with the product. Healthcare professional reported reason for removal capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, opening curved on radius, broken plug strap, brown and yellow particles outer device and white calcification outer device. Leak test and microscopic analysis was performed which identified: striated opening on radius and anterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius and anterior assessed as surgical damage. A sharp broken on plug strap assessed as an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.